Manufacturer narrative:
The pump was received with a stripped battery cap coin slot, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 436 mg/dl. The customer was treated for high blood glucose with pump. The customer reported via phone call indicating that the insulin pump had battery cap damage. Customer's blood glucose at time of incident was 436 mg/dl. The customer stated they are unable to remove the battery cap on their pump. The customer stated that she going to call back to go over the replacement policy and was rewinding and priming her pump.